Event description:
Temporary pacemaker failed to pace during repositioning of the pt in bed. The pacemaker was set at an ma of 2.0, sensitivity of 1.5 and demand heart rate of 90. Battery indicator was operational. Power supply and sensor indicated that the pacer was sensing. Pt's rate dropped to 68 with an accelerated junctional rhythm. Pacer wires intact. Ma was incrementally adjusted upward until the highest setting was achieved. No output/capture was observed. Pacemaker unit changed and second unit was operational. Pt appeared to suffer no adverse consequences from this incident.